Event description:
Unomedical reference number (B)(4). Event occurred in australia on 22-apr-2024, it was reported that patient was in hospital and passed out. The blood glucose level was low and managed by glucose injection. No further information available.